Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 222 mg/dl, 472 mg/dl, 215 mg/dl and 244 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.